Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15 mm from the distal end. There was scratch around the broken point on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed around the scratch. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked and the coating for electric insulation of the probe was damaged when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a procedure of uterus by laparoscopy, two subject devices were used. In the procedure, the probe was broken off. The fragment was retrieved within a few minutes. The user changed another device. The probe was warped off after a few times. The probe was broken off when the user got off the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported. However, three devices were returned to olympus medical systems corp. (Omsc). All were found that the probes were broken off. This is the report regarding the breakage of the probe. This is the third one of three reports.